Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 8 total events were initially reported. 8 previously reported events are included in this follow-up record.   Product return status 8 devices were received.   Evaluation status 6 reported events were confirmed during testing. - 3 devices were found to be affected by the hp wires twisted internally. - 3 devices were found to be affected by an electrical issue with the interface board. 2 reported events were not confirmed during testing.   Additional information 8 devices were not labeled for single-use. 8 devices were not reprocessed and reused.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 8 events were reported for this quarter. Product return status: 7 devices were received for evaluation; 1 device was available for evaluation but has not yet been received. Evaluation status: 2 events were confirmed during testing; 2 devices were found to be affected by an electrical problem; 1 event was not confirmed during testing; however, failures unrelated to the reported event were detected; 1 event was not confirmed during testing; the device was found to be within specifications; 3 device evaluations are in progress. Product disposition: 1 device was repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. The 4 events had no patient involvement; no patient impact. The 1 event had no known patient involvement or patient impact. The 3 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 4 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. Evaluation status 1 reported event was not confirmed during testing; however: 1 device was found to be affected by an interface board that needed to be replaced. 2 device evaluations are in progress. 1 reported event was not confirmed during testing; the device was found to be within specifications. 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.